Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 2.5x16mm drug eluting stent to the mid circumflex (cx) artery. No patient complications were reported. Later that day, the patient experienced chest pain and angiography revealed stent thrombosis. Ivus was used to look at the vessel. The physician stated "the stent was small and partially underapposed in the mid cx." It is unknown how the thrombosis was treated. Plavix was administered to the patient and the patient "is doing fine." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.